Manufacturer narrative:
Results: the benchmark was kinked approximately 71.0 cm from the hub. The device had bends at approximately 34.0 cm and 89.5 cm from the hub. Conclusion: evaluation of the returned benchmark confirmed a kinked device. If the device was forcefully manipulated during removal from its packaging or mishandled during preparation, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the cavernous internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, when the physician was preparing to advance a non-penumbra device by visualizing the benchmark within the patient's vessel, a large kink was found in the distal part of the benchmark. The benchmark was therefore removed and was not used in the procedure. The procedure was completed using another benchmark. There was no report of an adverse effect to the patient.